Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead showed externalized conductors via review of fluoroscopy. The lead is in use as rv and svc connections capped. All measurements were normal. The lead will continue to be monitored.